Manufacturer narrative:
It was reported by customer that pieces braking off tubing. One photo was submitted for quality investigation. Evaluation of the photo submitted, shows that the distal male luer connector disconnected from the infusion set tubing. The customer complaint of separation was confirmed by evaluation of the submitted photo. Further investigation could not be conducted as the photo is not detailed enough to determine how the luer separated from the tubing. Due to no physical sample, the root cause for the failure could not be determined, however, the manufacturing facility had included new fixtures into the assembly of this product to improve the correct assembly between the tubing and the male luer. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 42103e-07. Batch number#: unknown. It was reported by customer that pieces breaking off tubing . Verbatim#: rcc received a complaint via email. Pieces breaking off tubing. Customer response: what is the date of event? I was given the tubing last week and was made aware of the issue then. When did you identified the issue? (Before or during use) during use. If you identified this issue during use, did it lead to any leak? Yes.

Event description:
It was reported that bd gravity set was damaged. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Pieces breaking off tubing ¿ pictures attached. Customer response: what is the date of event? I was given the tubing last week and was made aware of the issue then. When did you identified the issue? (Before or during use) during use. If you identified this issue during use, did it lead to any leak? Yes.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.